Event description:
Rn arrived to the unit at 5:15 am. She was informed that a plumber would be in shortly to work on the system. At approx 0700 am, the plumber was finished with his work and as it was his scheduled day off, he would not be remaining in the unit. Shortly thereafter, rn noticed an increase in alarm sensitivity with the red dialysate flow alarms intermittently displayed. It was also noted that on several occasions the r.o. System would completely shut down. Tech was conferred with on numerous occasions necessitating him leaving pt care intermittantly throughout the first shift. At approx 0830 am, head rn arrived to the unit and was notified of the prevailing problems. The machines with there alarms ringing were beginning to agitate the pts and staff. The only warning rn received was that if she ever saw the red water quality light on at the nursing station discontinue hemodialysis after alerting the appropriate personel. At 1030 am, rn was at the nursing station when she immediately noticed the red water quality light on and notified tech then went directly to head rn at 1045 am. Within a few mins, rn then noted an increase in conductivity greater than 15.5 until all machines in the unit were out of conductivity. Rn became increasingly uneasy because just two days prior to this occurrence she had read the entire manual. Rn then went to the unit and gave orders to the techs present not to return blood if the bip's could tolerate and recirculate machines. Orders were given to do stat vital signs on all pts and document them at approx 1120 am conductivity returned within normal parameters and hemodialysis was initiated once again. All pt dc'd with vital signs stable and no distress was noted.